Manufacturer narrative:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system. A definitive assignable cause for the higher than expected troponin I result could not be determined. Vitros tropi es precision testing was not performed at the time of the event, therefore, an instrument issue cannot be ruled out as a contributing factor. Although historical quality control data show acceptable performance, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations <url (0.034 ng/ml), a performance issue with vitros tropi es lot 1901 cannot be completely ruled out as contributing to the event. In addition, the customer is not following manufacturer recommendations for pre-analytical sample handling, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system.vitros troponin I patient result: 0.06 ng/ml vs. Expected <0.012 ng/ml.a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was not reported from the laboratory. No treatment was altered, stopped, or initiated as a result and there was no allegation of patient harm as a result of this event.(B)(4).